Manufacturer narrative:
(B)(4). This complaint (reference (B)(4)) is a duplicate of (B)(4) which was reported earlier to the FDA under 9611451-2017-00096. Investigation findings will be documented in the final report for 9611451-2017-00096. With submission of this final report, we consider the matter closed for (B)(4).

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290 humidification chamber was leaking. No additional information was received from the healthcare facility. This was discovered prior to patient use.

Manufacturer narrative:
(B)(4). We are currently attempting to obtain the complaint device from the healthcare facility for evaluation, to determine if it had a malfunction which may have caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare field representative that an mr290 humidification chamber was leaking. No additional information was received from the healthcare facility. This was discovered prior to patient use.